Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the ift buckled and the distal body chipped; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.